Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. The device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a real-time egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.